Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the display was dim. The remote service engineer (rse) provided the customer with two options for repair--the rse provided the customer with the part numbers and prices for upgrading the first-generation user interface (ui) to a second-generation liquid crystal display (lcd) assembly (lcd assembly, nec lcd cable, ui printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, and m2x3 socket hd screw) and the part number and price of the complete ui assembly. Investigation is ongoing